Manufacturer narrative:
H.6. Investigation: customer returned a photo of 1/2cc syringes. Customer states that the syringe was not sliding easily. The photo was examined and no visible defects were observed. It is difficult to determine if the samples in the photo are able to draw and expel properly solely from the photo. A review of the device history record was completed for batch# 9063701. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported during use the syringe 0.5ml 31ga 6mm 10 bag 500 sla the plunger rod was difficult to move. The following information was provided by the initial reporter: the customer noticed she had difficulty applying insulin. The syringe was not sliding easily making the client use more force.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the syringe 0.5ml 31ga 6mm 10 bag 500 sla the plunger rod was difficult to move. The following information was provided by the initial reporter: the customer noticed she had difficulty applying insulin. The syringe was not sliding easily making the client use more force.